Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. The product was evaluated. An external visual inspection was performed and passed. Perform voltage test was performed and passed. Nordic bluetooth pairing test was performed and failed. Performance data was not provided for evaluation. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Product was provided for investigation. An external visual inspection was performed and passed. Perform voltage test was performed and passed. Nordic bluetooth pairing test was performed and failed. Performance data was not reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was a defective transmitter. No injury or medical intervention was reported. Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. H2: additional information - correction. H6: event problem and evaluation codes ¿ correction.